Manufacturer narrative:
(B)(4). The device analysis performed by an independent third party testing facility confirmed that there were crystalline deposits directly below the intraocular lens surface; however, could not ascertain the root cause of the development of opacification. The variables thought to be the cause of and/or contribution to the development of opacification are excessive trauma to the eye (e.g. Repeat surgeries), exposure to off-label drugs (e.g. (B)(4)) and surgical gases; however, we are not able to definitively state the root cause of opacification. Our review of production records for the superflex aspheric 920h batch 099e93584 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification limits and were without defects. Our review of vigilance data from the month of manufacture of the superflex aspheric 920h intraocular lens (september 2009) was reviewed in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been reported against the superflex aspheric 920h batch 099e93584. There is no evidence of a device defect or malfunction within the available information or within the device analysis report.

Event description:
Rayner intraocular lenses limited, received notification from (B)(6) of an event that occurred following the implantation of a superflex aspheric 920h intraocular lens. The event description provided by the healthcare facility states that the surgeon observed the development of opacification post vitreo-retinal surgery.